Event description:
A report was received that the patient was having difficulty charging the ipg as the ipg was implanted too deep. The patient underwent a pocket revision procedure wherein the physician opened up the pocket, removed a good sized hematoma that was sitting on the face of the ipg, and closed up the pocket. The physician believed that hematoma was not device or procedure related. The patient was reportedly doing well postoperatively and the charging issues had been resolved.